Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a loudspeaker error. It is not known if there was sound heard from the loudspeaker. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
The philips distributor found loudspeaker was not working and showed the message loudspeaker error on the display. The distributor identified the av fm20-50 main board vers. 1 needed to be replaced to resolve the issue. The replacement of the main board resolved the issue.